Event description:
The customer alleged they received a questionable lithium result for one patient on their c701 analyzer. The patient's initial lithium result was 1.15 mmol/l and it was reported outside the laboratory. The physician asked for a verification of the result. The repeat result was 0.61 mmol/l. The customer stated the sample was visually inconspicuous with no icterus, hemolysis, or lipemia. There were no adverse events. The lithium reagent lot number was 698286. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were correct. A reagent or instrument issue was excluded.